Event description:
Patient presented with approximately 60 degree angulation in the aortic neck. Access and deployment of a bifurcated device 28-16-140bl and a 34-34-80le proximal extension were uneventful. It was noted that the proximal end of the main body landed approximately 15mm below the distal end of the angle. After post-dilatation ballooning, no leak was noted, however it was noted that there was a compression at the proximal end of the extension. A palmaz stent was placed which resolved the compression.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's severe angulation may have contributed to the event; additional information requested from reporter. No conclusion can be drawn at this time.